Event description:
In the year 2012 and 2013 I've had two hernia repair surgeries using the atrium proloop patch mesh. Since I've used this product I've had to stop working, and have had to get help from (B)(6). I had a few tests done and my surgeon says it's not the hernias, it has to be the patch pinching a nerve. I was told this patch was recalled by the FDA. I've suffered a lot of pain and suffering. I cannot have sex as it's very painful. I bleed and swell. And have been uncomfortable for the past few years. If you know what's my next move please email me asap. Thank you (B)(6).